Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number gd896118 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Twelve days prior to the receipt of this report, the home patient (hp) was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. Treatment for peritonitis was not reported. At the time of this report, the patient was still in the hospital and was recovering from the peritonitis event. This is report 1 of 3 involved in this peritonitis event.